Manufacturer narrative:
The pipeline flex will not be returned for evaluation as the device was discarded by the customer. The device was not returned, therefore the report of pipeline flex failure to open on the distal end could not be confirmed, and the event cause could not be determined. It is possible that the patient¿s ¿tortuous¿ vessel tortuosity may have contributed to the reported issue. The pipeline flex instructions for use (IFU) provides the following guidance: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open on the distal end during a procedure. The device was removed from the patient and discarded. Afterward, a new device was placed without any issue. There were no reports of patient injury in connection with this event. The patient was undergoing treatment for an aneurysm in the right internal carotid artery (ica). The anatomy was tortuous with a type 2 arch. The devices were prepared as indicated in the IFU.